Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). After a non-bsc guidewire was advanced to cross the lesion, a 2.00mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 10 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.